Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always make sure that the correct time and date are set on your insulin pump.

Event description:
It was reported that the customer's blood glucose (bg) was 60 mg/dl and juice was consumed to address bg. Pump system check with tandem technical support (cts) found the pump time was incorrect. Cts review pump data and found that the pump screen had been unlocked and time was changed. Customer acknowledged that the time may have been inadvertently changed. Cts assisted customer with correcting time. Upon follow up, customer's bg had risen to 83 mg/dl.